Event description:
This notification was opened for review for information received that a philips CPAP, 80w, power supply that the insulation of the power cord was spilt in two, and exposing the inner wire. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.